Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Please note that "product problem" was inadvertently checked. Adverse event and/or product problem on the initial MFR report and should have been left blank.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra system include intracranial hemorrhage and is included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This report is associated with MFR report numbers: 3005168196-2015-000942, 3005168196-2015-000944. Device was disposed of.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace), a neuron max 088 delivery catheter (neuron max) and a velocity catheter. During the procedure the patient experienced a subarachnoid hemorrhage. No action was taken to treat the event and the event was resolved on (B)(6) 2014. The investigator reported subarachnoid hemorrhage as a non-serious adverse event with an unrelated relationship to the penumbra system, probable relationship to the angiographic procedure, and possible relationship to ivtpa and index stroke. The committee adjudicated the event to be a serious adverse event with an uncertain relationship to the penumbra system, neuron max, velocity catheter and definite relationship to the angiographic procedure, possible relationship to ivtpa, and probable relationship to index stroke.